Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "this patient had a failure of the vega tibia component and the device had to be replaced. The patient initially had a 14 mm obturator but was changed to a extended 14x52 stem for more support. The cement did not adhere to the tibia. The revision procedure was performed on (B)(6) 2018." No serious injury or death was reported. No delay in surgery. No mention of additional intervention needed. Additional information has been requested however, not yet received. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
Additional information: patient identifier and date of birth, event description, relevant tests/laboratory data: tests, implant and explant date, concomitant devices, device age. Manufacturing site evaluation: several x-rays were provided; there were no devices available for investigation. Investigation: the available x-rays showed a lateral over-hang situation at the tibial component. Batch history review: the records were checked for the available lot number and found to be according to specifications valid at the time of production. No similar incidents have been filed with products from this batch (previously reported). Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the mentioned failure. We assume that the failure is not product related. It could be possible that the failure is usage related. Rationale: the lateral over-hang situation at the tibial component may have contributed to the loosening of the tibial component. Furthermore, it could be possible that there were problems with the bone cement technique. A product safety case (psc) was opened.

Event description:
Clarification was received: it was reported that a patient had an initial implantation of the right knee on (B)(6) 2017. The tibial component had an obturator and was not stemmed. Sometime later, there was postoperative loosening of the tibial baseplate that resulted in the need for revision surgery. During the revision, a stemmed tibia was used as a replacement. No additional patient harm or intervention has been reported since the revision surgery. Involved components (item number / lot number): nx033z / 52269233, nn264z / 52290467.

Manufacturer narrative:
Investigation: no product at hand. Therefore an investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available, it is not possible to determine a possible root cause of the failure. It could be possible that the failure is usage related. Rationale: due to the lack of information and the curcumstances that we did not receive any devices for investigation, it is not possible to determine a conclusion and root cause for the mentioned failure. It could be possible that there were problems with the bone cement technique. Potential sources of faults relating to the cement: the processing time of the used cement was exceeded. Incorrect temperature. Unfavorable storage of the cement. The age of the cement. Incorrect handling of the cement. Corrective action: a product safety case has been opened. Any action regarding CAPA will be addressed within the product safety case.